Event description:
The user facility reported a leak coming from the pre-treatment system. There was no report of injury, delayed or canceled procedures or property damage.

Manufacturer narrative:
A steris technician inspected the system 1e and traced the leak to the control valve located on the user's water treatment system. The steris technician closed the isolation valves and notified the manufacturer. The water treatment system is not a steris product; we do not manufacture this product. This is not a product marketed or placed into interstate commerce by steris. The water treatment system is necessary based on the users incoming water quality and are the responsibility of the user's to maintain.

Manufacturer narrative:
Investigation of this event is in process; a follow up report will be submitted when additional information becomes available.